Event description:
Ge CT scanner prints images in the anatomical position but display a soft image oriented as acquired. When an examination is performed with the pt in the prone position the images are filmed in the anatomical position as though the pt were facing the observer. However, when the images are viewed "soft copy" they are not displayed in the anatomical position but rather in the position that the images were acquired in (as though the observer were looking at the pt's back). This appears to be a ge networking problem. In this instance the images were correctly marked but the presentation may be confusing.